Event description:
Olympus was informed that two of the customer plasma loop, high-frequency electrode from the same lot broke during surgery while using it on a patient. Each loop broke in a different place. No death or injury and no harm to patient or other was reported to olympus. The surgery department discarded the devices following the procedure. This report is for device 2 of 2. The first device was reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
Olympus requested additional details regarding the reported device and event, but the information is pending. The device history records (DHR) was performed for the affected lot number without showing any non-conformities or deviations regarding the described issues. The legal manufacturer¿s (oste) investigation determined that there is no design, manufacturing, material or processing related cause for the reported event. No device was returned for evaluation, however, based on the investigation results, the cause of the reported issue was potentially due to wear and tear. Olympus will continue to monitor complaints related to the device and reported phenomenon.